Event description:
The customer reported no function in battery operation which could indicate a failure to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer was informed that this device has been out of support since december 2006 and parts are no longer available. The device remains at the customer site. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause.